Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturing representative (rep) that low impedances were measured on the left subthalamic nucleus. The patient had complaints about paresthesias when changing the voltage on the left side or when measuring electrode impedance. The patient had these paresthesias since the implantable neurostimulator (ins) was replaced. A troubleshooting surgery was scheduled for (B)(6) 2016 to determine the cause. The issue was not resolved at the time of this report. The patient was alive with no injury. The rep reported almost a month later that after the troubleshooting surgery, the physician stated that the problem probably lies with a defect of the electrode. The patient did not experience any falls or trauma. The ins, extension, and adapter seemed to be okay. During the surgical intervention, the ins, adapter, and extension were tested; which were all fine but the problem remained. The physician will schedule a new surgery date, most likely for (B)(6), to test the electrodes and replace the defect electrode. Till now, the patient has no effective therapy.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389, lot# bo51806k, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead.

Event description:
The rep reported that the defective lead was replaced on (B)(6) 2016. Afterwards the whole system was checked and all impedances were in the correct range.